Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019 a 25 mm biocor pericardial heart valve was implanted past its expiration date of 12 may 2019. No patient consequences were reported. Additional information was requested.

Manufacturer narrative:
An event of implantation of an expired product was reported. As the device remains implanted, it was not returned for analysis. The 25mm biocor pericardial heart valve, serial number (B)(6), expired on 12 may 2019. This was prior to the reported date of implant, (B)(6) 2019. A review of abbott records indicated that the valve was invoiced to the distributor on october 18th, 2017, prior to the date of expiration. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, including product sterilization prior to release and verification of the expiration date listed on the product label. The root cause of the event could not be determined, as information regarding the precise chain of custody of the valve after delivering it to the outside distributor, and whether or not the physician was aware that the valve was expired, was not reported to abbott.